Event description:
Surgeon was using the scissors and tried to open to cut tissue and the scissor locked in placed and would not open or close, the scissor was removed and replaced with a new one. No harm to the patient and upon inspection, the scissor had a broken cable.